Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that a spinal rod cutter broke during surgery.

Manufacturer narrative:
As returned, the product is confirmed to be broken at the tip of the upper cutting blade. There are multiple nicks, dents, scratches and scuff marks on the device. All dimensions measured meet specifications at the time of manufacture. The hardness of the broken jaw was tested and found conforming to specifications. Device history records for lot 63190895 were reviewed, and indicate device was manufactured to specification. This device is used for treatment. A complaint history search found no additional complaints for the reported device. The package inserts included with these instruments state: ¿do not subject instruments to high loads and /or impact as breakage can occur¿, and ¿the jaws of the rod cutter may fracture 1. When used on rods larger than 1/4 in. (6.4 mm) diameter; 2. When the rod is cut using the tips of the jaws. Rods must be cut using the center of the jaws.¿ not adhering to the stated instruction can cause fracture to the device. A definitive root cause cannot be identified.